Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was obtained through the femoral artery. The 80% stenosed lesion was located in the mildly tortuous and heavily calcified left anterior descending coronary artery. The 3.0x15mm nc quantum apex balloon catheter was advanced to the target lesion and inflated twice to unknown atms. On the second inflation, the balloon ruptured at 15 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.